Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause is use error, inappropriate bypass of the drain, not including I-drain. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2011 14:03:47. During night drain cycle two, the patient's ultrafiltration reading was 420ml, indicating the home patient (hp) drained 420ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.